Event description:
During a turbt (trans uterine resection of bladder tumor), sheath & obturator were inserted to the patient. The obturator was removed and electrode cutting loop was inserted to start resection, when doctor noticed a small piece of metal flake that come off in paitent bladder. Doctor removed metal fragment and continued the surgery w/out any other complications. No adverse effect to the patient.